Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated architect magnesium result for one patient on the architect c16000 analyzer. Sample ID (B)(6) generated an initial result of 7.56 mg/dl and repeat generated 2.04 mg/dl. No specific patient information was provided and no adverse impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) was dispatched to address the issue. During troubleshooting, the fsr discovered the r1 inner tubing was crushed. The fsr replaced tbg, r1 valve to reagent 1 pump a (rohs) and determined this part to be the likely cause for the issue associated with this complaint. A review of the architect (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of clinical chemistry systems tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect c4000, c8000 and the c16000 erratic result rate was reviewed and is within acceptable limits. Labeling was reviewed and sufficiently addresses the customer's issue. A review of complaint and trending data for tbg, r1 valve to reagent 1 pump a (rohs), identified no issues or trends. No systemic issue or deficiency of the architect c16000 analyzer was identified.